Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained 2 cm below the femoral head via a 6f terumo sheath. Peri-procedure, the patient was anti-coagulated with 3,000 units of heparin. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that no complications were noted at the time of the closure. The patient was ambulated and discharged to home on (B)(6) 2013. The patient's hospitalization was not mynx device/mynx procedure related. On (B)(6) 2013, the patient presented to the ER with bruising on his inner thigh. An ultrasound was performed which confirmed a pseudoaneurysm. A thrombin injection was given to the patient but the injection was unsuccessful. On (B)(6) 2013, the patient was taken to surgery, at which time the pseudoaneurysm was resolved. The surgeon confirmed that the pseudoaneurysm was golf ball size. The patient was reported as doing well with no further complications noted. The aci clinical specialist confirmed that the patient was hospitalized since (B)(6) 2013 and discharged on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1311701) indicated that the device lot met all established performance criteria prior to shipment.